Event description:
It was reported that a multiday infusor did not flow. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 04, 2014 to june 05, 2014. The device was received for evaluation. A visual inspection identified that there was no flow from the distal luer when the cap was removed. A microscopic inspection found crystallized drug blocking the fluid path at the distal end of the glass capillary. The crystalized drug caused the no flow condition. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.